Event description:
It was reported that during a breast biopsy procedure, probe would not cut. They changed probes several times and were still unsuccessful in retrieving any samples. The procedure was completed with the old biopsys system. After the case was completed, the technologist noticed that the white dc adapter for the blue cable had broken off. There was no patient consequence reported.